Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power on properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor was resetting. The cause of the resets was an intermittent connection at bga component u500 (dsp). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling, as the monitor case was returned with signs of damage. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective monitor. The patient received a replacement monitor.